Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Medwatch 2 of 2 (reservoir): 3004209178-2011-80733.

Event description:
It was reported that the customer had passed away from a brain hemorrhage. The customer's wife stated that diabetes and high blood pressure were contributing causes and that the doctor had removed the insulin pump 9 days before the event. Nothing further was reported.